Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported customer has been having unexplained high blood glucose levels the last few weeks. Customer has tried different infusion sets and lengths, but the highs persist. Customer's blood glucose was 461 mg/dl. He has been treating with manual injections. Customer experienced feeling thirsty and ill. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.